Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was not sealed ¿ the product box, or the pouch that has the white envelope inside? The pouch with the envelope inside. Is a photo available of the product? No. Was the product used during the procedure? No. If no, how was the procedure completed? Completed using arista. What is the lot number of the product? Not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility compromised? Specific location on the pouch that was not sealed?

Event description:
It was reported that on (B)(6) 2018, when the tech went to open the hemostat absorbable package, it appeared to not be sealed. The product was not used in the procedure. The procedure was completed with another product. No adverse patient consequence.